Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was missing data points on the continuous glucose monitor (cgm) graph. There was no reported adverse impact to the customer's blood glucose level. At the time of the report, a pump reset was performed to address the issue.